Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-020-13-0340 - truliant cr cem fem cr cem right sz 4: 5481945. 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t: 5248423. 200-07-32 - advanced patella 32mm 3 peg implant: 5611675.

Event description:
As reported by the exactech truliant knee clinical study, the 60 year old male patient had an initial right tka on (B)(6) 2020 and presented with arthrofibrosis approximately 0 year(s) and 1 month(s) post initial procedure on 10-apr-2020. Patient complains of decreased rom. Continues to work on extension. On (B)(6) 2020 patient note states, difficulty walking. (B)(6) 2020 diagnosis: arthrofibrosis. Rom -3/105. Mua scheduled (B)(6) 2020. The case report form indicates that this event is possibly related to the device and definitely related to the procedure. The report also indicates that the action of manupulation was taken and the outcome was resolved on (B)(6) 2020. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g1, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reported revision due to loss of range of motion/arthrofibrosis cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.